Event description:
It was reported that during a total gastrectomy procedure, the surgeon fired the device on the blue setting. Once it had been fired and opened, only one side of the cut line had been stapled. The deployed staples were formed correctly. They opened a new device and used to repair the side that did not staple. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the surgeon and operating room staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Yes. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Staples only one side, that side formed correct. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unk. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Na. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Yes. If yes, what did it show? Only staples one side. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) Unk. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unk. How long has the surgeon been using this device for this procedure? Approximately two years. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridge reloads present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.